Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarms noted. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had cracked display window, cracked case at display window corners, battery tube threads, broken belt clip slot, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received an an external ram crc error alarm and an unexpected restart alarm. Customer's blood glucose was 125 mg/dl. Insulin pump would need to be replaced.